Manufacturer narrative:
Complaint investigation report is attached to this report.

Event description:
4 opticrosses, 3 angioplasty balloons and 1 victory 14 wire caused some problems during the cases. Details are as below. · opticross 18 the surgical techncian has 4 opticross 18 which are faulty devices. 2 of them stopped projecting images in the middle of using the ivus, so she opened another brand new one and worked perfectly fine. 2 of them had issues with the connector that connects to the actual mdu devices and did not give any images. · coyote 2 x 40 x 144 · sterling 4 x 40 x 135 · sterling 6 x 80 x 135 all above 3 balloons burst during the cases without reaching the maximum burst pressure of each balloon. · 1 victory 14 (30 grams) wire the tip of the wire broken into pieces while using for the case.

Event description:
4 opticrosses, 3 angioplasty balloons and 1 victory 14 wire caused some problems during the cases. Details are as below. Opticross 18 the surgical techncianhas 4 opticross 18 which are faulty devices. 2 of them stopped projecting images in the middle of using the ivus, so she opened another brand new one and worked perfectly fine. 2 of them had issues with the connector that connects to the actual mdu devices and did not give any images. Coyote 2 x 40 x 144 · sterling 4 x 40 x 135 · sterling 6 x 80 x 135 all above 3 balloons burst during the cases without reaching the maximum burst pressure of each balloon. · 1 victory 14 (30 grams) wire the tip of the wire broken into pieces while using for the case.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.